Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced lower than normal flow estimation values for this patient. There were no significant laboratory values or clinical symptoms found at the time of the event. On (B)(6) 2017 it was reported that the low flow alarms had been temporarily resolved with IV fluids. CT scan revealed a suspected lvad inflow and outflow obstruction. It was previously unreported to the manufacturer that the patient had several admissions for treatment of low inr with heparin and lovenox. The patient received an emergent pump exchange, and it was reported that clot was visualized in the inflow cannula and outflow graft. The patient was stable following the surgery. No additional information was provided.

Manufacturer narrative:
Additional information: evaluation of the returned device confirmed the presence of thrombus inside the pump. Furthermore, the reported low flow alarms were confirmed through the evaluation of the submitted system controller log file. However, the cause of the low flow alarms could not be conclusively determined. The pump was returned assembled. The driveline was severed approximately 2 inches from the pump housing. An approximately 7.5-inch portion of the severed driveline was returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned attached to the pump. Examination of the rotor revealed a dark red, fixed deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient. However, the deposition did not appear to have developed at this location, and seemed to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. Examination of the outlet stator revealed a dark red/white, fixed deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. The deposition was of moderate size and would have impeded flow. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they could have potentially contributed to the report of low flow throughout the pump. Furthermore, although depositions were identified in the inflow conduit and outflow graft, the depositions were consistent with fixed blood and the evaluation could not conclusively determine if they were present during pump operation. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple requests for product return were sent to the customer with no success. The report of a clot visualized in the inflow cannula and outflow graft could be confirmed as the pump was not returned for evaluation. CT scan and x-ray images taken were not provided to the manufacturer for analysis. Review of the submitted system controller log file confirmed the reported low flow alarms; however, a specific cause for the parameter fluctuations could not be conclusively determined. A correlation between the device and the reported event could not be conclusively determined, as the device was not returned for evaluation. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.